Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/s tretching/overstress. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2004.

Event description:
It was reported that there was a lead integrity alert due to short v-v intervals and a lead impedance alert. A right ventricular (rv) lead fracture was suspected. The rv lead was reprogrammed and then later was replaced. No patient complications have been reported as a result of this event.